Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 2 events were not confirmed during testing; however: 2 devices were found to be affected by corrosion. Additional information: 3 devices are not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.